Event description:
It was reported that the user¿s charger was broken and the device was not charging, and customer care confirmed the shipping address and arranged a replacement charger. Symptoms included no alerts or alarms. Outcomes included shipment of replacement supplies and completion of troubleshooting and education. Investigation included a review of the user report and customer support troubleshooting. Investigation of this case revealed a malfunction of the charger component resulting in inability to charge the device, consistent with a charger hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.